Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that before an unknown procedure, it was found that the outer seal was missing when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.